Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the distal part of the bladeless obturator showed a small fissure. There was no patient consequence. The procedure was completed by another like device.